Event description:
It was reported that there were concerns this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and could not confirm if there was loss of capture (loc) or not. Ts recommended a thorough in-clinic evaluation and possible reprogramming. The lead remains in use. No additional adverse patient effects were reported.